Event description:
Event description guidant received information that 2 weeks post implant of a new device, this implantable transvenous defibrillation lead exhibited reproducible noise on the rate/sense and shock electrograms which produced inappropriate shock therapy to be delivered. Adjustment of the sensitivity to least did not affect the oversensing. All lead impedance measurements are within normal limits.